Event description:
Pt complained of burning sensation where pulse oximeter probe was located (tip of right ring finger). Upon examination, a small reddened area was observed on the pt's skin. The probe had been in place approx 48-60 hrs. The MFR's rep was contacted and the recommendation was made to change sites every 8-12 hrs.